Event description:
The rptr states doing back to back blood glucose tests, within minutes, using separate fingersticks. Results were 76, 146, 180 and 156 mg/dl. Rptr did not have any symptoms. During troubleshooting, it was determined that the rptr was using test strips from mixed lots which were sotred in the same vial. Due to unavailability of supplies, control testing was not done. No harm was alleged.